Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient was reporting poor vision. The surgeon was unsure if the patient's poor vision was related to a near center mark on the anterior surface of the iol. The surgeon had reported problems with the handpiece damaging the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no injector was received for scratched optics. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the complaint issue cannot be determined. Additional information has been requested. (B)(4).